Event description:
It was reported that the patient presented to the hospital for a pocket revision, complaining of discomfort near the pacemaker header and coiled leads. The physician determined that the leads positioned lateral to the device pocket were not the cause of discomfort. During the procedure on (B)(6) 2026, the physician visually noted a possible partial insulation breach on the right atrial (ra) and right ventricular (rv) leads but elected not to repair them. A new device pocket was created more medially, and the pacemaker, ra and rv leads remained connected and implanted. The patient was in stable condition.